Event description:
Pt was receiving continuous IV 5 fluorouracil infusion. The pump was programmed to deliver the 5fu dose as a continuous infusion over 168hrs (7 days). The infusion ended 10 hours early. The volume was infused over 158hrs not 168hrs.